Event description:
Patient having a lap cholecystectomy; surgeon is using the harmonic laparoscopic sheers 5 mm, 36cm length, ref# har36, lot# m91e4r and is functioning well at first. In the middle of the surgery the surgeon said the harmonic laparoscopic sheer is not working. We rebooted the harmonic machine and reconnected the hand piece but despite this effort the sheers would no longer work. The harmonic machine message says the shears needs to be replaced, so we opened a new harmonic shears and the new shears worked and the surgeon finished the case.====================== manufacturer response for harmonic ace laparoscopic shears, harmonic ace laparoscopic shears 5 mm, 36 cm length (per site reporter)======================product returned